Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. No button response due to moisture damage on keypad traces. No button error alarms noted.

Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose was 370 mg/dl. Reporter mentioned that the insulin pump was dropped and not exposed to moisture. The insulin pump will be replaced. Nothing further reported.